Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for initial implant. During procedure, the pulse generator exhibited backup vvi operation and loss of telemetry. The device was not used and replaced. The patient was stable.